Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left deflation, wrinkling, change shape/size/style and correction of asymmetry.

Event description:
Healthcare professional reported a left deflation, wrinkling, change shape/size/style and correction of asymmetry. Device status is unknown.